Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. It was noted that the patient was in atrial fibrillation when lead impedance testing was being performed. During the device change out procedure for normal battery depletion, the ra lead was tested with the pacing system analyzer (psa) and new device. When the lead was switched to unipolar configuration, there was appropriate capture and sensing with an impedance of 360 ohms. The physician opted to leave the ra lead in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.